Event description:
Reportedly, the trocar blade tore the inner seal, a piece of the seal disengaged into the patient cavity, and was subsequently retrieved to complete the case without further incident. Procedure: lap chole. Patient status: no patient injury reported.